Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the patient had their pump removed and the rep was not in on the procedure. The rep was not aware as to if antibiotics were given by the physician and the pump was discarded by the facility.

Event description:
Information was received from an unknown source regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the healthcare provider (hcp) reported that the patient exhibited swelling, redness, and suggestive of a possible seroma or infection. The cause of the event was unknown. The pump was explanted. The issue was resolved. The hcp has no further information for medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.